Manufacturer narrative:
The field service representative (fsr) could not replicate the reported complaint. The logs showed a miscommunication between the ccu and the ccm where the ccm mistakenly read the ccu speed at 1500 rpm. The fsr replaced the ccu. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician observed the ccu to operate for 48 hours with no false coasting alarms.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal control unit (ccu) had an audible coasting alarm with no trigger and without going to coast revolutions per minute (rpm) speed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the team had an incident with the centrifugal system during a cpb procedure on (B)(6) 2021 . According to the information relayed on to the team, the centrifugal system gave the perfusionist a message on the central control monitor (ccm) and had an audible 'coasting' alarm with no trigger and without going to coast rpm speed. The manufacturer's technical support specialist was able to interpret the log data and the information was that the system did go to coast due to a safety response and rpms were less than the coast speed. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported issue. There was no reported failures of the centrifugal control unit throughout testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.